Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient¿s log file was submitted for review on (B)(6) 2017. The submitted log file was reviewed by a representative of the manufacturer's technical services team. The log file contained data from (B)(6) 2017. Per the technical services representative, the data showed a trajectory consistent with device thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of pump power/estimated flow elevations was confirmed based off the events captured in the submitted log file. The submitted log file contained approximately 36 days of data, ranging from (B)(6) 2017 at 10:17 to (B)(6) 2017 at 10:52, and captured elevations in pump power above 10w on (B)(6) at 20:01 and on (B)(6) 2017 at 17:05. After these spikes occurred, pump power and estimated flow returned to the baseline range. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2017 that patient has normal ldh and no other symptoms, most recent echo negative for evidence of thrombosis. Patient is still ongoing on vad support and is listed for heart transplant.